Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead exhibited high thresholds and noise. The lead was removed and a new lead was used. No patient complications have been reported as a result of this event.